Manufacturer narrative:
Exact date unknown, event occurred 2 years ago.

Event description:
It was reported that the patients ipg had stopped working and would no longer charge. It was noted that the ipg still went into hibernation despite patient being educated by one of the boston scientific representatives. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.